Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent embolization occurred. The 90% stenosed lesion being treated was located in the mildly calcified, moderately tortuous left circumflex (lcx) artery. The lesion was predilated with a 2.25x15mm maverick balloon. The physician attempted to implant a 3.00x20mm taxus liberte drug eluting stent, but felt resistance cross the lesion. When the physician tried to pull back the system, the proximal part of the stent stuck to the tip of the non-bsc guide catheter and dislodged to some extent. The physician guided the system into the descending aorta and the stent released some where in the lower limb aortic system. The physician was unable to locate the stent. Patient status reported as "stable".

Manufacturer narrative:
As no device was received for analysis it is not possible to perform any inspections on the device. Therefore it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. The manufacturing records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The exact cause of the complaint could not be determined therefore the most probable root cause will be documented as operational context due to the likelihood that the patient anatomy or other procedural factors contributed to the reported difficulty. Product unavailable for analysis.